Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys cea assay results for 1 patient on a cobas 8000 e 602 module. The initial cea result was 0.590 ng/ml on the e 602 module and was released outside of the laboratory. On (B)(6) 2018, the repeat cea result was 304.4 ng/ml on a different line of the e 602 module and was considered correct. There was no allegation of an adverse event. The qc was acceptable. The cea reagent lot number was 26839700 with an expiration date of 31-dec-2018. The investigation was unable to find a definitive root cause.